Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report hospitalization due to involvement in automobile accident. Patient stated that prior to the incident, her blood glucose levels were elevated due to stress and had given herself an additional 10 units of insulin. Customer was wearing insulin pump during incident and blood glucose levels were 460 mg/dl at time of hospitalization. During troubleshooting, the insulin pump passed high pressure testing. Customer states device shows no signs of damage. Nothing further reported.